Event description:
Underwent essure placement. Physician stated that he had troubles placing the left implant. At the 3 month hsg, left implant was "appears to be displaced inferiorly and medially from the location of this tube. Does not project over the distinct location of the opacified endrometrial canal, it could be within the vaginal vault". Pt scheduled for a tubal ligation in 2009. Pt requested physician remove the left implant if it is not in the tube. Physician replied that "if they see the implant they will remove it, but it's in the uterus, where it's supposed to be." Pt will be more assertive about having the left implant found and removed as well and making sure physician performs tubal ligation on both left and right tubes at time of surgery. Dates of use: 2008 - 2009. Diagnosis or reason for use: unwanted fertility.